Event description:
On (B)(6) 2010, I had out-pt surgery for re-repair of bilateral inguinal hernias. During surgery a free-floating wad of mesh was removed on the right side from a prior attempted repair. A combination mesh device was implanted bilaterally. (Brand unk) following surgery, the right testicle swelled, and then shrunk to approx half of its original size. Over the next 2.5 years had recurrent pain on right side where spermatic cord went past the mesh, and increased right side testicular sensitivity and pain, including pain referred from testicle to the area of the mesh repair. Doctor visits and ultrasound could find nothing significant. Also, there is discomfort starting on the left side where the spermatic cord rubs the mesh. After looking at the options, a decision was made to undergo a right side simple orchiectomy to eliminate the referred pain. A few days postoperatively pain increased on the right side in the area of the mesh. As mesh removal is not usually possible, a search for a solution is still ongoing.